Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not meshing. The event timing was unknown. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer did not return the meshgraft ii device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated this meshgraft ii. Product review of the meshgraft ii was not performed by zimmer biomet surgical as the customer did not return the product for evaluation. Repair of the meshgraft ii was not performed by zimmer biomet surgical as the customer did not return the product for evaluation. The reported event was non-verifiable since the customer did not return the product for evaluation/repair to zimmer biomet surgical repair facility. The root cause of the reported event cannot be specifically determined with the information provided since the customer did not return the product for evaluation/repair to zimmer biomet surgical repair facility. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.